Event description:
No blood glucose levels reported. The mother of the customer reported multiple no delivery alarms from the insulin pump. The mother of the customer declined to troubleshoot and requests a replacement for the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the (B)(4).